Manufacturer narrative:
The field service engineer (fse) observed restrictor tubing on pinch valve pv46b rubbed against the differential mixing chamber, causing a hole in the tubing. The fse replaced the tubing and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported diluent leaked from the instrument and onto the counter, involving the coulter lh 780 hematology analyzer. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.